Manufacturer narrative:
The atp console for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A second atp console was returned to the manufacturer for evaluation. Testing found that the system could not perform image acquisitions when installed in a known operational imaging system. The system control board and a second system control board have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a system board, atp board and interface cable were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the site was experiencing intermittent exposure errors with the hard switch. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. Testing found that the reported issue could be replicated when the board was installed in a known operational imaging system. The analysis on the second system control board was completed by medtronic personnel. When installed in a known operational imaging system, the system would not function as designed and lift and shift functionality would engage.